Manufacturer narrative:
(B)(4). Date sent 8/6/2025 d4 batch #y7016m b3: only event year known: 2025 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with one jaw broken at bifurcation. In addition, the tyvek was returned along with the instrument. The device was disassembled and evidence of corrosion was found throughout the broken area. Five(5) remaining clips were found on the clip track. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. A manufacturing record evaluation was performed for the finished device batch y7016m number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the clips couldn't be fired. After firing several times, many clips were push out together. There were no patient consequences.